Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The investigation related to this complaint was conducted and completed on january 26, 2024, under the previous procedure. Reference samples from lot no. (B)(4) were tested and documented in trackwise record (B)(4) on the same date. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record (B)(4) was verified and it was found within specifications. Device history record (DHR) review: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 12 june 2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5372651, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced an infusion set leakage event on (B)(6) 2023 at the quick release or in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china. Please note: this MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.